Manufacturer narrative:
The model number was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a MFR date. Lancing devices are also not 510(k) cleared. Initial reporter phone number was not provided.

Event description:
Someone from a store called stating he accidentally stuck himself with a microlet lancing device that someone left there. Further info regarding the event was not provided. The lancing device is to be returned to the company.